Manufacturer narrative:
(B)(4). Approximate age of device - 2 months and 10 days. A correlation between the device and the reported ischemic stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient suffered an ischemic stroke due to a subtherapeutic inr of 1.6 at the time of the event. The patient was treated with thrombolytics and the patient's anticoagulation was increased to raise the patient's inr into the 2.2 to 2.5 range. The patient reportedly made a full recovery following the event.